Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported no communication was confirmed in the laboratory. The device was tested on the bench and on our automated testing equipment. No high current drain sources were found. The battery was sent to the manufacturer for additional analysis. An internal anomaly within the battery was found to have resulted in premature battery depletion.

Event description:
It was reported that during visit, the physician was unable to interrogate the patient's device. The device was explanted and replaced.